Manufacturer narrative:
Other applicable components are: product ID: 3889-28, serial#: (B)(4), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient's ins was removed in (B)(6) 2019, due to 'patient discomfort'. It was reported that in (B)(6) 2019, the ins was uncomfortable and was painful for patient to lay on their back. Additional information was received indicating that hcp attempted to remove lead but it was too difficult so the lead or partial lead was retained in the patient. No further complications were reported at this time.